Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was over 600 mg/dl. The customer also reported the cause of their hospitalization was from diabetic ketoacidosis. Customer was treated with manual injections at the hospital. The customer also reported their insulin pump was damaged. Customer stated the insulin pump was ran over. Customer's insulin pump will be replaced.

Manufacturer narrative:
Pump was received with totally destroyed case, electronic assembly and motor. Unit had cracked and bleeding on lcd glass. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to physical damaged pump.